Event description:
Had inbound call from md office. She requested that (B)(6) contacts nursing to have a nurse go out a second time for teach and train of hizentra administration. (B)(6) informed us that patient experienced tubing leakage and parents of patient would benefit from another nurse visit product complaint. Additionally, patient developed a hematoma following their last infusion. Hizentra first shipped to arrive on 12/18/2020, exact start date unknown. Duration, onset and resolution of product complaint or adverse reaction currently unknown. No other information available. Unknown if patient completed infusion . Unknown if tubing is being replaced. Reported to (B)(6) by: health professional.